Event description:
It has been reported to philips that there was a frame grabber initialization problem. The system was outside of clinical use at the time of the reported event. There was no report of harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips received this complaint on the azurion system 7 m12 (722078) with s/n: (B)(6), and conservatively reported this event. After investigation, philips confirmed that there was no malfunction of the azurion system and that the issue occurred on system ib 88510419. The event is not reportable on system ib 88510419 because only parts needed to be ordered. The occurrence is logged and addressed by igt-d in catsweb case n. 22617. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was verified that the product associated with the complaint is not a philips igt-s device. Based on the investigation results, philips concludes that the complaint is not reportable.the codes were updated based on the investigation outcome.